Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2020, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative, regarding patient's implantable neurostimulator. It was reported that stim was helping the patients legs and not his back. It was decided to remove the devices. Considering pump trial. The cause was unknown. The actions/interventions taken were unknown. The issue was resolved. Hcp had no further information. Patient weight was asked but unknown. No further complications were reported.